Event description:
During testing, the system was freezing, which can lead to inaccuracy. No patient involvement or procedural delays were reported with the event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During testing, the system was freezing, which can lead to inaccuracy. No patient involvement or procedural delays were reported with the event.